Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the transplant nurse that the pt experienced multiple alarms one night while sleeping. The pt described the event by saying that all alarms sounded on his controller for 10 seconds and then went off. Previous vent filter analysis confirmed pump end-of-life. A decision was made to replace the lvad with another lvad.

Manufacturer narrative:
The patient remains ongoing with the lvad. The MFR was unable to conduct an investigation of the device because it was not returned by the hosp. The surgeon does not want to return it. A review of device history records showed no deviations from manufacturing or qa specifications. The exact cause of the reported event could not be determined due to the pump not being returned for eval; however, vent filter analysis revealed increasing levels of fluid ingress and cam follower bearing wear. No further info is available. The MFR is closing its file on this event.